Event description:
A (B)(6) pt called in to lifecor customer support to report that his monitor was not starting up. Pt said that he tried both batteries several times and confirmed that the green light was lit before the battery was removed from the charger. Support sent the pt a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem was confirmed. Upon receipt, the monitor would not power up. The device was found to be drawing a relatively large about of current (46.5ma). The cause for the monitor not powering up was due to a defective auxiliary board. The cause of the defective auxiliary board was due to a short circuit under the communications port. The communications port cover was missing from the auxiliary board. The root cause for the short circuit was not positively identified, however, it was likely that a foreign substance contaminated the board through the uncovered hole on the auxiliary board. No adverse event resulted from the defective auxiliary board. The pt received a replacement monitor.